Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states they had blank display and failed battery test alarms. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer states the contacts were damaged. The customer was advised that replacement battery cap would be sent out.